Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer declined to troubleshoot with tandem technical support; therefore, no additional information was known or reported. There was no adverse impact to the customer's blood glucose level.